Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was complaining of symptoms daily. The clinic enabled magnet egm triggers on the device and the patient began storing episodes twice a day at the same times. The clinic adjusted the biv cap confirm frequency and the patient continued to experience the feeling. The magnet egms were stored during the lv and rv tests, with and without backup pulses. Programming changes were recommended.